Event description:
It was reported via repair work order that the footend lift was elevated and would not lower as the lift was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.